Event description:
The clinician reports the implant was inserted 2021-08-18 in ada 9. On 2021-11-10, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.